Event description:
Reporter indicated that pt "has not been controlled ever and is on 4 aeds. Family does not believe vns is helpful." Attempts to obtain diagnostic results from treating physician to confirm proper device function have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.